Event description:
The affiliate reported that when making a refill, the refill-sensor shows only 15.8 ml. The customer does not want to change the pump but rather wait for guidance from codman (B)(4) to discuss options with the patient.

Manufacturer narrative:
This complaint has been re-opened due to the availability of the transaction logs. The device remains implanted. Upon completion of the investigation and based on the volumes (syringe measurements) injected and recovered before the refill from (B)(6) 2013, the pump seems to be flowing within specifications. The volumes indicated by the fls (fill level sensor) are incorrect; however, the flow rate is not affected by the fls offset. The following options can be proposed to the physician: -keep following the refill dates indicated by the pump. He will stay on the safe side as the refill date will be indicated earlier. -manually calculate the next refill date based on the filling volume, see formulas from programming guide, with the inserted volume measured with a syringe as "drug volume in the reservoir": next refill date = current date + [(drug volume in the reservoir - 3 ml) / program daily flow rate] - 5 days. It was confirmed that an over filling of the medstream pump can damage the pump and can cause the fill level sensor offset that was reported by the customer. Before the refill of the pump, it's important to identify the reservoir capacity and to empty the drug reservoir completely before refilling. A DHR review was performed for the pump s/n: (B)(4) (lot: cmhc24), and a non-conformance was observed during the manufacturing process but was not relevant to the reported event. The root cause of the defect reported by the customer appears to be due to an over filling of the medstream pump. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned, trans logs reviewed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records have been conducted and they revealed that there was an observation of a non-conformance during the manufacturing process but it was not relevant to the reported event. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.